Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had difficulty charging the pump. Customer declined to provide any additional information. There was no reported impact to customer¿s blood glucose level.